Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the 3d9-3v transducer had lens damage that failed the electrical safety test. The transducer was associated with an epiq elite ultrasound system. There was no patient or user harm associated with this event. A replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.